Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction no image was identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error b30 is associated with no image displayed. The issue is likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error code-b30. The event occurred during inspection for use. There were no reports of patient involvement.